Manufacturer narrative:
Device not available.

Event description:
It was reported that after a cryotherapy procedure two months ago the patient is now experiencing extreme congestion/rhinitis after consuming cold drinks. No additional information is known at this time.